Event description:
It was reported that while in the cardiac department the intra-aortic balloon (iab) was prepped and the m.d. Inserted the sheath via the patient's right femoral artery. As the m.d. Was inserting the iab into the sheath, difficulty was met and the md could not advance the iab into the patient. The md removed the iab and sheath and requested another iab for insertion. Reference MDR number 1219856-2013-00104 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.